Manufacturer narrative:
(B)(4). The reported event was confirmed by review of x-rays provided. The device history record was reviewed, and no discrepancies were found. A review of the complaint history determined that no further action was required as no trends were identified. The recovered shell and shim construct, bone funnel, and tamp were returned to integrity implants for evaluation. There was no evidence of damage present on the implants or the instrumentation. All devices were conforming to specifications. Investigation results concluded that the reported event was due to deviation from the surgical technique. There are warnings in the surgical technique manual to refrain from using a mallet to advance the graft, as this type of event can occur. A summary of the investigation has been communicated to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Integrity implants will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial one-level transforaminal lumbar interbody fusion procedure. During the procedure, after the implanted devices had been placed and expanded, the surgeon proceeded to fill the space with autologous bone graft. While implanting the graft, the surgeon attempted to use a mallet to drive the graft down the funnel. In doing so, the force to the funnel impacted the interbody construct and resulted in migration of the construct into the retroperitoneal space, where it could not be retrieved. A new interbody construct was successfully placed, filled, and the posterior incision was closed. Subsequently, general surgery assisted in removal of the construct anteriorly. The additional surgical approach resulted in a procedural delay of approximately one hour. No additional patient consequences were reported.